Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered shock therapy for ventricular fibrillation (vf). However, a short circuit error was detected on this device and the right ventricular (rv) lead upon interrogation. It was noted that the device battery was completely empty and device interrogation was only partly possible. The device was replaced with a competitor's product while the lead remained implanted. No further lead information was available. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted an arc mark on the front of the device case. A review of the device memory indicated that 107 faults were recorded, the majority of which were charge time-out faults recorded after the shorted lead fault. These charge time out faults resulted from multiple shock attempts made after the shorted lead fault which then set the device to end of life (eol). The daily shock impedance measurements were steady until (B)(6) 2013, at which time they jumped to a range between 69 and 1257 ohms, through (B)(6) 2013. An x-ray confirmed that the plasma fuse was open, which was consistent with damage incurred when the device output was shorted during high voltage shock delivery. There was no difficulty telemetering the device; however, access to all the diagnostic screens was limited, which was normal device operation when the device was at eol. Ventricular pacing pulses were present. No further issues were noted.